Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that after their second or third session, they didn't have a bit of control. They went to their healthcare provider (hcp) and had a test and they had an infection. They were taking antibiotics for it. The patient also noted they had an ear infection. It was noted that they had completed 3 ptnm therapy sessions. No further complications were reported/anticipated.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable to this event. The event is no longer a reportable event. Evaluation conclusion code is no longer applicable to this event.

Event description:
Additional information from the healthcare provider (hcp) reported that the patient has had recurrent uti symptoms since (B)(6) 2015. The urine was sent out to test for the uti and came back negative, no uti. The hcp noted that the patient had an increase in long term urinary symptoms. They also noted that the patient developed symptoms of a uti first, then later developed an ear infection, per patient report. The infection and the lack of control had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.